Manufacturer narrative:
This is a duplicate report of 1818910-2013-15286. This report, 1818910-2013-15179, will be rejected; 1818910-2013-15286 will be kept for investigation purposes.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.